Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing, high pacing thresholds, and loss of capture. The lead was found to be dislodged. A surgical revision was performed. During the procedure to reposition the lead, when trying to unscrew the helix, damage was noted to the helix on the tip of the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found damage to the helix. The helix was extremely stretched. Laboratory testing was unable to reproduce the reported clinical observations of low sensing, high pacing thresholds, loss of capture or dislodgement. Laboratory analysis confirmed the helix damage, but did not identify any lead characteristics that would have caused or contributed to the additional reported clinical observations.